Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated on (B)(6) 2021 as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, at ultrasound, an occlusion of the stent was identified. At the time, no intervention was necessary. On (B)(6) 2021, the site updated the event highlighting that an intervention had taken place. The event was reported as follows: "patient had ultrasound (B)(6) 2021 that showed study stent is occluded. Reintervention completed (B)(6) 2021- angio jet thrombectomy right femoral/pop arteries, pta right fem/pop, peroneal, tp trunk arteries, pta/stent right proximal external iliac artery - treatment successful." It was reported as "definitely related" to the device by the clinical site. The subsequent intervention was characterised by a target lesion revascularization and target vessel revascularization, that included bare metal stent placement, balloon angioplasty, and thrombectomy. The segment intervened on was the external iliac proximal third to the tibial peroneal trunk. The event is resolved and the patient has recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis, as it remains implanted. The reported patient effect of occlusion is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct some fields on the initial report submitted on (B)(6) 2022. The additional information relates to sections a.2.,a.3.,a.4.,a.5. And a.6. Section b.4. Is being corrected to the (B)(6) 2022 as the date the initial MDR had the (B)(6) /2022. Section b.7. Has included the patient's relevant medical history, section d.10. Has been updated to include relevant concomittant medication. Section g.2. Has been updated to highlight "study" and "health professional" and the component code has been updated to (B)(6) "part/component/subassembly term not applicable". There was no reported device malfunction and the device was not returned for analysis, as it remains implanted. The reported patient effect of occlusion is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.